Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that an implanted impella 5.5 had a "placement signal not reliable" alarm. Aortic and left ventricle placement signal waveforms remained but were erratic. The following day the placement signal were working again. The patient was noted not to be improving therefore care was withdrawn and the patient expired. There is no information that reasonably suggest that the impella 5.5 pump cause or contributed to the demise outcome.

Manufacturer narrative:
The investigation of optical signal issue has been completed. The impella device was not returned for evaluation. The data logs reviewed and the cause of the optical signal issue could not be definitively determined as no product was returned for evaluation and limited clinical details were provided.